Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service visit on december 1, 2017. No issues were identified. The cause for the discordant positive total hcg result maybe due to sample handling issue. The laboratory has traced the error down to a splash into this patients's tube from an a joining tube causing contamination. Sample handling issues have been addressed at the customer site. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant positive advia centaur xp total hcg result was obtained for a patient sample. Repeat testing was performed on the patient sample and the result was positive. The positive result was reported to the physician and questioned. The patient was redrawn a week later and was tested at a different site for quest diagnostics. The result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.